Event description:
It was reported that pump cartridge appeared to run out of insulin more quickly and reported being empty sooner than expected. There was no reported impact to the customer¿s blood glucose level. Patient did not want to troubleshoot issues with pump, and no additional information was received regarding further actions or resolution of event.